Event description:
The user facility reported that during a therapeutic lap-appendectomy procedure, the users experienced a complete loss of image. The procedure was completed using a different, but similar device. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up on this report and was informed that the users had reportedly experienced intermittent image issues in the days prior to the event, and had elected to use the device. The user facility returned the device to olympus for eval. The eval confirmed the user's claim of a complete image loss. The eval found that the outer tube was bent and dented, and the contact pins on the video connector were damaged and appeared burnt. Corrosion was present around the switch unit. In addition, the light guide tube could not be removed and there were loose light guide posts, and dents on the light guide cable. The device was serviced and returned to the user facility. This report is being submitted as an MDR in an abundance of caution.